Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with normal operating currents and no off or low battery alarm noted. The device alarmed during the basic occlusion test and was unable to prime during the prime test as a result of a loose drive support disk.

Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 75mg/dl. The caller stated that the insulin pump alarmed during the manual prime process. Advised the customer that the insulin pump would be replaced. No further information was provided.